Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a pressure error.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and verified error #14 on power up and error #77 in logs ¿enhanced compressor motor speed required¿. It was resolved by replacing scroll compressor (0119-00-0236). Calibrated all pressure transducers, ran and passed all performance and function tests.

Event description:
It was reported that during power up, the cardiosave intra-aortic balloon pump (iabp) unit has a pressure error. There was no patient involvement.